Manufacturer narrative:
(B)(6). Date of report: 09aug2019. The product support engineer advised the customer replace the user interface. The customer called back stating that replacing the graphic user interface corrected the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.